Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the presidio coil (pc418093330/lot unknown) could not be detached during the procedure. The coil was withdrawn and used a new one was used to complete the procedure. There was no report on the patient injury. At the time of initial contact the device was available for return. There was no significant delay to the procedure as a result of the issue. There were no damages noted to the coil prior to use or after removal. The coil was successfully removed from the patient and there was no report of coil damage. The coil was still attached to the delivery system when it was removed from the patient. A pre-deployment electrical check was performed. No low battery light was seen during the case. No new batteries were used. The green system ready light illuminated and all connections appeared to fit properly without application of excessive force. The same connecting cable and detachment control box was used with subsequent coils.

Manufacturer narrative:
Very limited information was received. The unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The coil was returned undamaged. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 52.9ohms (range 48.5/56.0) (B)(4) (fluke meter ID# (B)(4)) and the enpower (B)(4) and cable (B)(4) systems ready green light illuminated (IFU) the coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 53.0 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. The field complaint of the coil¿s non-detachment could not be duplicated. No manufacturing defects were found. The complaint of the coils non-detachment cannot be confirmed. The dpu passed electrical testing and the coil detached on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the identification or the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.